Manufacturer narrative:
Tandem¿s t:slim user guide states: ¿you must also have adequate vision and/or hearing in order to recognize your system alerts.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 5 (pressure out of range) occurred. Reportedly, the customer did not remove the cartridge during pumping and the customer did not refill/reuse cartridges. A new cartridge was successfully loaded to address the event. The customer's blood glucose level was 162 mg/dl. Reportedly, the customer is legally blind.